Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no impact to customer's blood glucose level. Reportedly, the customer delivered the remaining portion of the bolus and no occlusion alarm occurred.